Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for post deployment complications as alleged. Based on the available information, it appears that hemostasis was achieved with the device, but was unable to maintain closure resulting in the reported adverse event. It was stated that "a mass of the collagen sponge and anchor exposed outside the artery was removed", which likely means that the angio-seal device was not properly positioned which achieved a temporary hemostasis or the patient didn't follow the ambulation guidelines. The device history record was unable to be reviewed since the lot number is not available. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information received 15 mar 2023: the patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: not provided due to hospital policy, a3: patient sex: not provided due to hospital policy, a4: weight: not provided due to hospital policy, a5: ethnicity: not provided due to hospital policy, a6: race: not provided due to hospital policy, d4: lot number: requested, unknown, d4: expiration date: unknown due to unknown lot number, d4: UDI: unknown due to unknown lot number, h4: device manufacture date: unknown due to unknown lot number. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device hemostasis was achieved, on the second day after hemostasis was achieved a pseudoaneurysm developed at the puncture site. Surgical procedure was performed, a mass of the collagen sponge and anchor exposed outside the artery was removed. Patient condition was unknown (non-serious health condition). Procedure outcome was a mass of the collagen and anchor was surgically removed. Estimated blood loss was less than 250cc. The procedure before deploying the device was androgen insensitivity syndrome (ais). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The event occurred post treatment. There were no other devices or equipment used with the reported product. Additional information obtained on march 15, 2023: the angio-seal device was used for hemostasis after an aneurysm case using a 7 fr guiding sheath. A pseudoaneurysm developed at the puncture site and intraperitoneal bleeding was noted. A surgical procedure was performed. The blood loss was 13 ml. There is no poor prognosis, and the patient is still in the hospital and is probably expected to stay longer. The procedure before deploying the device was aneurysm treatment. The size of the sheath ancillary used was 7 fr. There was no poor prognosis, and the patient was still in the hospital and was probably expected to stay longer. A surgical procedure was performed.